Event description:
Pt in or for partial small bowel obstruction undergoing exploratory laparotomy. During procedure the linear stapler malfunctioned and there was spillage of stool into the abdomen. Subsequently pt became septic, condition deteriorated and pt expired 12/10/99. This event was communicated immediately to the MFR. The MFR became aware of pt demise and informed this reporter on 12/21/99. A medwatch was originally submitted on 12/30/99 as a voluntary investigation and as more info became available a decision was made to report as mandatory.